Event description:
Tbm is stating that on both units the wheel locks are not engaging and holding in place.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.